Event description:
On (B)(6) 2013 the healthcare professional/reporter in (B)(6), a pharmacist, contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose readings of 239 mg/dl and 114 mg/dl on the reported meter within 20 minutes. Before these readings were taken, the patient was experiencing the symptoms of sweating, weakness and dizziness. The patient reported these symptoms occurred "often." The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue, there was no delay in treatment and the patient did not seek medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.